Event description:
The customer reported a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and was told by the customer that they had plugged in the power cords to the monitor power supplies. The system operates as intended.